Event description:
A report was received that the patient's ipg was slipping almost horizontal or out of angle causing difficulty in charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.